Event description:
It was reported that the patient¿s blood glucose levels were high due to pod adhesive issues after approximately 24-36 hours of wear on the abdomen. The patient replaced the pod and successfully resumed therapy. No medical intervention was reported. The device was returned for investigation, and a bent cannula was identified.

Manufacturer narrative:
Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. The exposed portion of the soft cannula was observed to be kinked. It is unknown how or when this damage occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone14.7, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.